Manufacturer narrative:
Device evaluated by MFR: device being sent to manufacturer.

Event description:
On (B)(6) 2019 a perceval pvs27, size xl, device was collapsed. The valve was collapsed correctly. It was reported that the physician attempted to release the valve at the annulus, however, the holder could not be detached from the valve. The physician had to remove the valve from the annulus. The holders white membrane was torn and the valve was caught. The accessory used was a pvs single use acc.kit mics siz xl, lot# 1808300014. The valve was replaced with a competitor valve.

Manufacturer narrative:
The manufacturer received the device for analysis on may 28, 2019. A gross inspection was performed. The returned material was received in blue tank in a carton box, containing a plastic pouch. Inside the plastic pouch there were two carton boxes, one for the valve and one for the accessories. The valve was received in the explant kit, contained in the original plastic jar and appeared slightly blood stained but in general good conditions. The returned accessories, belonging to the mics accessory kit xl with lot number 1808300014, were received in the original carton packaging, inside a plastic pouch. The returned dual collapser was received slightly blood stained but in general good conditions. The returned dual holder was received blood stained and with the capote (white membrane) damaged. The smart clip was received blood stained.

Manufacturer narrative:
The device was returned to the manufacturer and a gross investigation was performed. The returned material was received in a metallic tank and all contained in an external plastic bag. In the external plastic bag there were one explant kit (carton box) and the carton packaging of the accessory kit wrapped in bubblewrap and a paper sheet. The returned valve was received in the original plastic jar and it was blood stained but in general good conditions. The returned accessories were received all wrapped in a plastic pouch contained in the original carton packaging. The returned manometric syringe was blood stained and still connected to the post dilation catheter, appearing both in general good conditions. The dual collapser was received blood stained and in general good conditions. The dual holder was received deeply blood stained and with the silicone sheath of the cap damaged. The smart clip was blood stained. DHR review has been completed. The results confirmed that the accessory satisfied all material, visual and performance standards required at the time of manufacture and release. After decontamination, a visual inspection was performed both on the valve according to 850-08ip200 without highlighting elements of non-conformity, according to the specifications. A visual and photographical inspection was also performed on the damaged capote of the holder. Subsequently, a replication of collapsing phases was performed using the returned valve and the returned accessories (dual holder, dual collapser and smart clip), in order to attempt to replicate the reported event. No problems were encountered with positioning the returned valve and no difficulty was observed during the collapsing phase. Both the outflow crown and the inflow skirt were collapsed and correctly captured by the holder. The returned valve was finally collapsed and then released by the inflow side with no issue. Subsequently also the release of the outflow side was completed without issues. Considering the damaged capote as possible cause of the difficulty in the valve releasing, this step has been preliminarily reproduced and documented without observing particular anomalies. Based on the performed analysis, the reported event cannot be explained by any factor intrinsic in the involved devices because it was not possible to reproduce the claimed collapsing difficulties. No anomalies were observed during the collapsing and releasing simulations. Given these results the root cause of the reported event is deemed to be related to use error - the prosthesis does not free from the dual holder, but cannot be attributed to any specific device related deficiencies.